Manufacturer narrative:
DHR review was performed for the complaint device serial number (B)(6), review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
A bipap a40 pro device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. The device was not documented to be in patient use. During the evaluation of the device, periodic maintenance was performed, and it was confirmed that an e-206 had been recorded in the drpt. The main pca was replaced, and it was verified that the issue had been resolved following the replacement of the components. In addition, the blower outlet flow path was replaced in accordance with maintenance procedures to prevent potential failure. The unit was then thoroughly checked, cleaned, and functionally tested, and the software version was verified as version 3.6.5.